Event description:
Event description guidant received information that this pacemaker was explanted due to premature battery depletion, after approximately 10 months in service. At the implant procedure, the patient was found to have high threshold measurements. At that time, the pacemaker was programmed to the maximum output settings in the ventricle, at the physician's direction.